Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level of 660 mg/dl. Customer was treated with insulin drip, insulin pump. The customer did experienced the symptoms such as chest pain. Customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.